Manufacturer narrative:
Reporting institution name -(B)(6). Reporter phone number - (B)(6).

Event description:
The international philips field service engineer (fse) reported that a ventilator experienced an oxygen pressure alarm and a battery alarm. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the international philips field service engineer (fse). The philips international field service engineer (fse) replaced the gas delivery system (gds). The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Upon further investigation, it was reported that the oxygen pressure alarm occurred during testing. Therefore, this complaint no longer meets reportability requirements.